Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a female pt who received super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date reported as in the late 1970s, the pt started super poligrip. In 2004, at an unk time after starting super poligrip, the pt was diagnosed with neuropathy. The pt experienced device misuse by applying super poligrip three times a day. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).